Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
Customer's mother reported ever since customer received her new insulin pump, she has been having high blood glucose. Customer's blood glucose was 400 mg/dl. She treated with a manual injection. She experienced head aches and not feeling well. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. The device failed the high pressure test twice. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.